Event description:
It was reported that during a follow up, low r-waves sensing was observed. The patient is in poor clinical condition and was scheduled for another follow up. The lead will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.